Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was on her first of using the insulin pump and she had high blood glucose of 445 mg/dl. Customer mentioned that she was stressed the first day of the pump and was scared at night time while trying to sleep. Customer does not trust the pump. Customer refused to be transferred to the helpline and did not have time to talk. Customer's blood glucose has been stable since then.